Manufacturer narrative:
The insulin pump was received with cracks on the battery tube threads. The device had all operating currents within specifications. There was no unexpected low battery or off no power alarm. The insulin pump functioned properly during rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm, cosmetic damage and low battery on the insulin pump. Customer's blood glucose level was 585 mg/dl. Troubleshooting for no delivery was performed. Customer was able to resolve the no delivery alarm by change out their entire infusion set. Troubleshooting for low battery was performed. Customer had 3 low battery alarms in a one week period and changed out the battery three times to resolve the issue. Troubleshooting for cosmetic damage was performed. Customer advised the top part of the battery compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.